Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pocket drainage. It was noted that the pocket site was never healed properly. The physician believed that the infection was device related, but not procedure related. The patient was placed on antibiotics and underwent an ipg replacement procedure. The patient was doing well postoperatively. No device malfunction suspected.